Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was in the 500's mg/dl at the time of incident. Customer indicated that they were unable to remove the set and troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. The customer was advised to monitor the pump and call back if issue persists.